Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that they had a failed battery test on the insulin pump. Troubleshooting found the insulin pump alarmed failed battery test after a new battery was inserted. The customer's blood glucose was 360 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. The pump had had minor scratches on the lcd window and a cracked reservoir tube lip.